Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a procedure and while laser was firing the patient interface experienced a suction loss with right eye. It was reported that procedure was completed by switching the patient interface.